Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported leak was confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation concluded that a cause for the leak could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation and prior to use in the procedure the handle area of the supera stent system was being flushed and leaked fluid at the 2-piece/separation of the handle. The device was not used; there was no patient involvement. A second device was used without issue in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.